Manufacturer narrative:
H.6. Investigation: three (3) photos were provided by the customer for investigation. The first (1st) photo shows the top of a blister pack next to a shielded blunt plastic cannula. The shield on the blunt plastic cannula has been damaged and part of it is broken off. The second (2nd) photo shows a closer view of the broken shield. The break appears to be jagged and not uniform. The third (3rd) photo shows the bottom of the blister pack which provides the batch number associated with this product. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the photos provided bd acknowledges that the sample in the photos provided by the customer has a broken shield likely caused by a force on the shield; however, based on the photos provided it cannot be determined where the force and impact occurred which caused the shield to break. Therefore, a root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that product was damaged when packaged was open with a bd¿ blunt plastic cannula. The following information was provided by the initial reporter, translated from japanese to english: the product was damaged when opened the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product was damaged when packaged was open with a bd¿ blunt plastic cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: the product was damaged when opened the package.